Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got rewind required message and experienced low blood glucose level of 29 mg/dl. The customer was assisted with performing self test. The insulin pump passed the test. The customer declined troubleshoot for low blood glucose. The product was not returned for analysis.